Event description:
Allegedly the patient had finished painting and was cleaning his paint brushes when he heard a "crack" and then his leg gave way.

Event description:
Major pump unit(s) involved: external control system failure. Specific component(s) involved: other component malfunction, specify.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The device event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2010-00412, 00413, 00414.

Manufacturer narrative:
In the initial report, the user of the device was incorrectly listed as the risk manager. The corrected information is physician.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. Product not returned. Complaint history reviewed. Device history record reviewed. Package insert reviewed. Use of device could not be determined.